Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, only the connector portion of the lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported, during in clinic follow up. That the atrial lead exhibited oversensing noise. The lead was explanted along with another atrial lead that was capped on (B)(6) 2000, for an unknown reason. The patient was stable and asymptomatic.